Event description:
The haptic of the lens was found broken after insertion into the patient's eye using the delivery device. The lens was removed, and another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00752 for delivery device used with this lens.